Event description:
On (B)(6) 2013 it was reported that a radiolucent insertion handle broke postoperatively in sterile processing. When the device was originally put together, it must have been cross-threaded. The surgery was completed successfully but during sterile processing, the insertion handle and driving cap would not come apart, and then broke when the connection portion was being unscrewed. The driving cap broke off into the insertion handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was produced and distributed in february 2013. Our investigation shows wear and tear on the device surface, especially on the head side there are hammer blows visible. The outside thread (m8) is broken off. The broken off part is jammed into the counterpart. The relevant dimensions cannot be verified due to jamming therefore, an evaluation is not possible. This issue was previously evaluated and deemed valid. According to this previous manufacture evaluation the surface of the tread of the driving cap contributed to the reported issue.

Manufacturer narrative:
The driving cap (part # 03.010.523, lot # 8279162) was received for evaluation. The driving cap was received with the tip broken. The complaint handling unit investigating engineer reviewed the associated drawing. The dimensions, materials, and finishing processes are appropriate for this driving cap and the design is considered adequate for the intended use. When compared to the witness marks on the threaded section of the driving cap, the conclusion is that the strike marks on the threaded portion occurred after the part broke. A free hammer was most likely used to strike the driving cap and broke the driving cap as a result of excessive striking force. The cause of the driving cap threaded end breaking inside the insertion handle is indeterminate but in light of the strike mark damage on the underside of the driving cap, unforeseen over tightening and or misuse cannot be ruled out. The disposition of the complaint from a design perspective is indeterminate.